Event description:
Home patient(hp) reports switching full bag to heater line spike while troubleshooting an alarm situation during apd treatment. Hp was instructed by baxter technical service center to end treatment and restart with new supplies. No patient injury or medical intervention required per rn.